Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the pump had keypad anomaly, damage and no delivery alarm. The blood glucose at the time of the incident was unknown. Mother states the screen is damaged, but it was not due to a vehicular accident. However the screen is unreadable. Mother states the up or down button may be stuck. There was no troubleshooting done for the no delivery alarm. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.